Event description:
Updated summary: the customer also reported that the pump was shuts down due to the crack of the pump.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis and also reported an insulin flow blocked alarm, and crack on the battery compartment, and back side of the pump. The customer reported a blood glucose value of 700 mg/dl. The customer was hospitalization and treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was initiated, and it was identified that the issue was a past event which was resolved. The damage was affecting/impacting pump functionality. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
The pump was received with a cracked battery tube threads, a partially broken battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a missing reservoir tube o-ring, a cracked reservoir tube lip and a partially broken retainer. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to verify no delivery alarm/insulin flow blocked alarm and perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a cracked reservoir tube lip and a partially broken retainer. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 06-sep-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 06-sep-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 227250 (22.725 u) and dailytotalofbolusinsulindelivered = 212000 (21.2 u) which is equal to the dailytotalofallinsulindelivered = 439250 (43.925 u). All bolus/basal were delivered in auto mode/manual mode. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no battery related alarms or alerts recorded in the formatted history file on the event date 06-sep-2025. In further checking of the pump history records: battery cycle 1received the lowbatteryalert (104) on 08/29/2025 22:07:00 after more than 7 days at 12.28 days. Battery cycle 2 received the lowbatteryalert (104) on 08/17/2025 15:03:00 after more than 7 days at 11.79 days. Battery cycle 3 received the lowbatteryalert (104) on 08/05/2025 17:57:00 after more than 7 days at 13.08 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 06-sep-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 08/31/2025 13:46:00.000. 09/02/2025 19:15:00.000, 09/03/2025 15:39:00.000. 09/05/2025 05:44:00.000, 09/05/2025 05:54:00.000. Lostsensor2alert (781) was found on: 09/02/2025 19:31:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date 06-sep-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.20 mv). The pump was received without a battery. The pump was received without a battery cap. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a cracked reservoir tube lip and a partially broken retainer. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. Retainer ring damage (a missing reservoir tube o-ring, a cracked reservoir tube lip and a partially broken retainer) and reservoir unable to lock into place were confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to verify no delivery alarm/insulin flow blocked alarm and complete the functional testing (perform displacement test, displacement accuracy test and occlusion test) due to a missing reservoir tube o-ring, a cracked reservoir tube lip and a partially broken retainer. Unable to verify customer alleged for high bgs/dka. Customer alleged for unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.